Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.